Event description:
It was reported by the affiliate that during a low anterior resection, the surgeon used the stapler to make the anastomosis according to normal procedure. After firing and resetting the safety, he turned the adjusting knob counter-clockwise until the indicator was out of scale. Then he swung the stapler gently to pull it out. But the instrument could not be pulled out. He felt the anvil was still attached to the stapler housing, then he turned the knob again but still could not make them separate. He had to cut the formed staples down. When they checked the instrument afterward, the two doughnuts were well-formed. The pt's anus could not be kept.